Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, severely scratched display window, cracked display window and cracked case near display window corners during visual inspection. The pump was unable to prime during prime alarm test due to faulty force sensor system. The pump was unable to confirm excessive no delivery alarms due to prime anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of excessive no delivery alarms and damage on the pump. The customer's blood glucose reading was 179 mg/dl. The customer stated that there is a crack on the screen. The customer troubleshot and the pump did not alarm no delivery. The product was returned for analysis.